Manufacturer narrative:
A large clot was lodged in the graft when the introducer was removed requiring extraction with a fogarty arterial embolectomy catheter. Act at that time was checked and noted to be 157sec. The cause of the clot may have been related to the patient's anticoagulation status from the start of the case but was unable to be determined since act at the start of the case was unknown and insufficient clinical data was provided.

Manufacturer narrative:
The impella 5.0 was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) hispanic/latino male patient had impella 5.0 pump inserted. The patient had a clot and the clot was removed from the axillary graft with a fogarty catheter and forceps during the surgery.